Event description:
Reporter alleged obtaining the results of 466 mg/dl, 363 mg/dl and 146 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she ate breakfast and took her normal 500 mg dosage of metformin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.